Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio found moisture between the lcd display and the lens shield, and when the case halves were opened more than one pint of liquid believed to be water was released. No physical damaged to the device case was observed. The device is not repairable due to the water ingress. Physio returned the device to the customer and advised them not to use the device. The cause of the reported issue is customer abuse/misuse.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.